Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were functionally tested and evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode f was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had clotting. No serious injury medical intervention.

Manufacturer narrative:
Date received by manufacturer is corrected to 06/01/2017. Device returned to manufacturer is corrected to yes. Device evaluated by manufacturer is corrected to yes.